Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a low blood glucose level of 42 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer treated their blood glucose based off the sensor reading, which was inaccurate. The customer reported that they had been having sensor discrepancies. The customer also received a weak signal alarm. The radio frequency icon was not solid. The customer was advised to move the insulin pump to a new location or closer to the transmitter. The customer was advised to monitor the insulin pump and call back if they need additional assistance. The device will not be returned for analysis.